Event description:
On (B) (6) 2009, this pt was implanted with gore excluder aaa endoprosthesis. On (B) (6) 2010, a second procedure was performed to treat a proximal type I endoleak. The endoleak was successfully resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.